Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump battery compartment was cracked, and moisture was allegedly visible in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump black box data could not be downloaded for review. During a visual inspection of the pump, moisture was observed behind the display lens. The battery compartment was also observed to be cracked, and the returned battery cap threads were stripped; the cap did not attach to the pump to maintain power. A test cap was used to complete investigation. The pump powered on with no audible tones or vibration. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and internal moisture damage was found. Unrelated to the complaint, the audio bolus button cover was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.